Manufacturer narrative:
Result: missing motion interrupt pan. Auxiliary power cord was disconnected from the box in the litter, and main power cord was malfunctioning.

Event description:
It was reported by service report that the bed had no power; the auxiliary power cord was disconnected at the cb box, and the motion interrupt pan was missing. It is unknown if there was patient involvement or adverse consequences to report.